Event description:
Same case as: 2184052-2014-00188 and 2184052-2014-00186. Approximately one month post-op the surgeon indicated that both closure tops are backed out at c3. One closure top appears to be loose at c5. No difficulties or unusual events were noted in the initial surgery.